Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient had died. The cause of death was unknown. It was unknown if an autopsy was performed. The patient died while in the hospital for hypotension. The patient had been on automated peritoneal dialysis therapy prior to death and therapy was ongoing up until the time of death. No additional information is available at this time.